Event description:
It was reported that during an unknown procedure, there were malformed staples. The staples were not tight during the activation. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device meets the release criteria for distribution.